Event description:
It was reported that the fiber stopped functioning during a prostate procedure. ¿no additional information provided.¿ there were "no damages to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is partially fractured distal to glue zone; the distal end of the glass cap is not returned; the fiber is fractured at the beveled edge; the distal end of the glass cap was not returned; the heat shrink tube is melted along the last 3.5 cm from the distal end; the fiber is blackened along the last 3.5 cm from the distal end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).